Event description:
It was reported that t2 did not deployed after several times. No patient injuries were reported. Backup was available to complete the procedure. Minimal delay was reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.